Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during use, the balloon was leaking from the shaft. The balloon had not burst, but was leaking even before nominal pressure was reached. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device was not received. The device was not returned for analysis so the reported hub leak could not be confirmed. A search of the complaint handling database was performed and there were no other complaints identified from this lot related to hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. It was determined that the root cause of the event was potentially related to hub assembly during manufacturing and corrective and preventative actions were implemented. The performance of these devices will continue to be monitored.